Event description:
It was reported that two micro-screws broke during the surgery.

Manufacturer narrative:
The investigation results show that screw 1 broke under high bending and torsional loads (whereas the bending loads prevailed) in forced rupture mode during the insertion. The screw 2 broke under high tensile and torsional loads (whereas the torsional loads prevailed) in forced rupture mode during the insertion. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical eval, no indication was found for any device related issue.